Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 08/01/2022, was chosen as the best estimate based on the event description. Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non vascular. Imdrf patient code e2327captures the reportable event necrosis.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure in (B)(6) 2022. The procedure was performed under local anesthesia. The patient received five fractions of stereotactic body radiation treatment (sbrt) before developing a rectourethral fistula in ()(6) 2022. The rectum was noted to be completely healthy except for a punctate fistula. The images were reviewed in retrospect, the hydrogel appeared to be entirely under the serosa. The serosa anterior to the gel may have become necrotic through ischemia. The patient's current condition and medical intervention is unknown at the time of this report.